Event description:
Asr revision, asr system unknown - hip unknown, reason(s) for revision: unknown. Update received: (B)(6) 2013 - added side hip: left, added product type: asr xl, added hospital: (B)(6), added surgeon: dr. (B)(6), added revision reason: alval / soft tissue reaction and added products: all.

Event description:
Asr revision. Asr system unknown - hip unknown. Reason(s) for revision: unknown. Update received: (B)(6) 2013 - added side hip: left, added product type: asr xl, added hospital: (B)(6), added revision reason: alval / soft tissue reaction and added products: all. Update received (B)(6) 2013 - surgeon form - additional reason for revision - noise. Update - filled in mapped to mw fields, added additional hospital and added competitor stem comment. Taken from claimsuite dated (B)(6) 2014. This com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product.